Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation: yes. H3. Device eval by manufacturer? Yes. D9. Returned to manufacturer on: 11-feb-2025. Investigation summary : this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4240341. The customer reported that they received a false positive flu b result and that there is a broken line at the flu b mark on the cartridge. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. A photograph was returned of the cartridge and showed a faint trace at the edge of b line, however, the issue of false positive cannot be confirmed through this image alone, without analyzer data. The returned samples were tested and passed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, the customer questioned a patient flu b positive result from the veritor analyzer due to visually observing a broken flu b line on the test cartridge. No confirmatory testing was performed. Results were reported to the physician and there was no health impact or consequences reported. Eua# (B)(4).

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 and flu a+b, the customer questioned a patient flu b positive result from the veritor analyzer due to visually observing a broken flu b line on the test cartridge. No confirmatory testing was performed. Results were reported to the physician and there was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.